Manufacturer narrative:
Based on the claim against the product by the customer noting bent and the clips were getting stuck, an investigation was completed to determine the cause of this reported event. The clip applier instrument was analyzed and failure analysis investigations replicated and confirmed the customer reported issue. Failure analysis found the primary failure of bent grip to be related to the customer reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip. Common causes of the failure mode bent instrument grips -tips are typically attributed to mishandling/ misuse. Bent grips with an offset less than 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. This complaint is reportable malfunction and adverse event due to the following conclusion: it was alleged that the clip which was installed on the clip applier instrument fell off into the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with a grasper.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the end of the clip applier instrument appeared to be bent and the clips were getting stuck on the end of the instrument. The clip would not stay on the clip applier instrument and the clip fell off the applier. The clip was taken out with a grasper. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred while the surgeon was attempting to clamp on a vessel or tissue bundle. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.